Event description:
Allegedly, is a ti neck fracture case. It was reported by claimant?s counsel that she underwent total hip arthroplasty on (B)(6) 2007, and was revised on (B)(6) 2022, allegedly due to ti neck fracture.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.